Manufacturer narrative:
H6: code 4581 used to capture endoleak. H6: code 1708 used to capture aneurysm enlargement. H6: code 213 - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding updated. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak and aneurysm enlargement."

Manufacturer narrative:
(B)(4). It should be noted the gore¿ excluder¿ aaa endoprosthesis instructions for use (IFU) states adverse events that may occur and / or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2013, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore¿ excluder¿ aaa endoprosthesis. On an unknown date, follow-up examination reportedly identified aneurysm enlargement and a type ib endoleak from a contralateral leg component on the left side. On (B)(6) 2021, an additional procedure was performed whereby an additional gore¿ excluder¿ iliac branch endoprosthesis was implanted on the left side to extend distally and preserve blood flow to the left internal iliac artery. The patient tolerated the procedure.